Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self-test and displacement test. No replace battery now alarms noted during testing. However, the power management tool confirmed low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with no damage to battery cap. Unit was received with minor scratches on case, cracked retainer, keypad overlay texture damage and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had recurring replace battery now alarms. They had the alarm several times a day. The battery cap was okay. The customer's blood glucose level was 180 mg/dl. They will be sent a new battery cap. The device will not be returned for analysis.